Event description:
During an angioplasty and stenting of right renal artery for stenosis of artery with high grade velocities, the surgeon placed a catheter for the angiogram. The catheter was exchanged from a different catheter which was positioned into the level of the right renal artery with a wire placed across this with high stenosis. A palmaz blue stent was taken up and surgeon was unsuccessful getting it into the renal artery. Next obtained a 5 mm balloon taken across the renal artery with angioplasty with good opening of renal stenosis. When the balloon was inflated, it appeared the balloon fractured and surgeon could not retrieve the device and the catheter could not be pulled out. Balloon delivery system was removed with force with multiple fragments of balloon missing and all markers noted in the renal ostia. There was balloon fragment on the guidewire coming from the stent. Some balloon fragments were removed. A secondary catheter showed occlusion of flow or very limited flow. Nephrogram was still noted. Surgeon removed the catheter and a fragment of wire broke off inside the renal artery. Patient was taken to o.r. For emergency renal bypass and retained wire was removed. When it came out, surgeon observed that it was somewhat uncoiled. Retained wire was not saved by hospital. Patient had no post-op complications and was discharged to home post-op day 3.